Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that while navigating localizer not connected would appear on the screen then it would disappear. This occurred several times. The site did a hard reboot of the system and the issue resolved. The procedure was delay less than an hour. No impact on patient outcome.